Event description:
It was reported that something happened with the insulin pump. It was stated that the customer experienced high blood glucose in the past few days and when she delivered a bolus to the air, she did not see any insulin exiting. Performed the fix prime test and no insulin exited. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.